Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
The patient went into asystole leading to a procedural abortion where versacross connect transseptal dilator and watchman fxd single curve. Groin access was achieved and the versacross connect transseptal dilator was inserted into the patient. The dilator was in the right atrium however, no devices had crossed the septum when the patient went into asystole. CPR and external pacing were performed. Normal patient heart rhythm was established. At this point in the procedure a clot was noted in the left atrial appendage via transesophageal echocardiography (tee). The procedure was aborted due to blood clot and the patient was moved to recovery area. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for versacross connect transseptal dilator .